Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, there was an o-ring on the pneumatic tap during the cartridge load process. Customer removed the o-ring and attempted to load a new cartridge. Customer received several cartridge change errors. Customer informed tandem technical support the error went away. Customer's blood glucose was 186 mg/dl. Reportedly customer continued to use pump for insulin therapy.